Manufacturer narrative:
Correction: f.10. Device codes: 1069, 1354. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip broke off during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "18 gauge x 1.16in IV utilized to gain venous access. Needle penetrated skin superficially, but catheter and needle would not advance any farther into vein. No access achieved. Upon withdrawal of needle, rn determined that IV catheter was broken, and a noticeable "chip" broken off of tip of catheter. Pt denies adverse reactions at this time. Visible pinpoint sized puncture on left wrist."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip broke off during use. Medwatch report# 3901330000-2020-8034 was filed in response to this event. The following information was provided by the initial reporter: "18 gauge x 1.16in IV utilized to gain venous access. Needle penetrated skin superficially, but catheter and needle would not advance any farther into vein. No access achieved. Upon withdrawal of needle, rn determined that IV catheter was broken, and a noticeable "chip" broken off of tip of catheter. Pt denies adverse reactions at this time. Visible pinpoint sized puncture on left wrist."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip broke off during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "18 gauge x 1.16in IV utilized to gain venous access. Needle penetrated skin superficially, but catheter and needle would not advance any farther into vein. No access achieved. Upon withdrawal of needle, rn determined that IV catheter was broken, and a noticeable "chip" broken off of tip of catheter. Pt denies adverse reactions at this time. Visible pinpoint sized puncture on left wrist."